Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4 mm x 40 mm x 146 cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.